Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a loss of fluid column. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted; however, a loss of column occurred. Aspiration was performed, but the issues continued to occur; therefore, the sgc was removed and replaced. It was noted that no air entered the anatomy. One clip was successfully implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incident reported from this lot. A definitive cause for the reported steerable guide catheter (sgc) leak (loss of fluid column) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na